Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. On unspecified dates, the male adapter of unspecified primary tubing sets were connected to the female adapter of the extension tubing sets and were being used to deliver unspecified medications via pumps. After unspecified lengths of time, it was reported that unspecified number of tiny bubbles were noted in the extension tubing sets and entered the patients' IV access sites. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. Though requested, no additional information was provided including if the tubing sets were placed and the therapies were resumed.